Manufacturer narrative:
The device was returned and evaluated and the customer¿s allegation was confirmed due to bending section cover glue peeling thread off exposed and there was a light out. Additionally, the evaluation revealed the following findings: replaced ce label and radio frequency identification label/ ethylene oxide valve label; switch#1 was leaking and was unable to perform other leak test; switch #1 had a cut; angulation was low; control knob had reduced play; there was halo on image; light guide bundle break¿s light was out due to broken light guide bundle; distal end plastic cover had deep dent; objective lens had peeling on adhesive; light guide lens had crack; distal sheath had crack and peeling off thread was exposed; insertion tube had snakiness; customer barcode had advanced diagnostics opened; scope connector cover was dry; light guide tube had buckle; scope connector had dent at plug unit; and scratched gold pins advanced diagnostics were dry. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope exhibited distal end defects at the distal end. There were no reports of patient harm. The event was found at reprocessing. The device was returned for evaluation. During the device evaluation, foreign material was found exiting the nozzle, which was attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the event occurred due to physical and/or chemical stress that was applied to distal end. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.